Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple cartridge errors occurred while loading multiple cartridges. Customer's blood glucose was 198 mg/dl. Customer loaded a third cartridge successfully and resumed insulin therapy.